Manufacturer narrative:
According to the customer, on 06/10/2024 the customer was using the hot pack "between her legs", when she noted "a pin hole", and the inner contents of the pack. The customer reported she covers the pack with a towel when using it however, she did have a "tingly sensation" after recognizing the reported issue. The customer reported she went to see her physician and the physician stated the sensation was "most likely due to the heat" from the hot pack. The customer reported the physician prescribed her "clobetasol" ointment to ease the sensation. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on 06/10/2024 the customer was using the hot pack "between her legs", when she noted "a pin hole", and the inner contents of the pack.